Event description:
Same case as #6000089-2005-00040.

Event description:
It is reported that 121 days after a drug eluting stenting treatment procedure, the pt underwent target vessel reintervention. The pt was enrolled into the arrive program in 2004. Target lesion 1 was located in the mid-lad with 90% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. Target lesion 1 treated with rotational arthrectomy, followed by adjunctive balloon angioplasty and two overlapping 2.5x24mm taxus stents, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. In 2004, pt underwent cardiac catheterization to evaluate unstable angina and abnormal result of IV dipyridamole cardiolite study (jul/2004) positive for large areas of primary ischemia and scarring. Coronary angiography 2004 revealed lmca 90% stenosis midportion, lad 30% ostial stenosis, 70% mid stenosis, 70% in-stent restenosis of mid-lad stents, 70% proximal stenosis of the 1st diag; 50% ostial stenosis of the 2nd diag rca 10% proximal stenosis per catheterization report, upon completion of the diagnostic procedure, insertion of an iabp was performed, and pt underwent urgent coronary artery bypass grafting x3 with lima to lad, free rag to diag2 and diag1 in sequence, and exploration of om1. The pt was discharged jul/2004. In the opinion of the physician, the relationship of the event to the taxus stent is "not related".